Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient complained of right side radicular leg pain a week after the initial procedure. The surgeon determined that the superior positioned implant had breached the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the implant. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.